Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose and high blood glucose. Blood glucose level was 45 mg/dl, 358 mg/dl at time of incident. Customer treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer reported that the drive support cap appears normal. The insulin pump will not be returned for analysis.